Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that patient experienced discomfort at the ipg site. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced. Issue resolved post op.